Event description:
A zoll distributor returned battery pack sn (B)(4) to report that the battery was unable to power up a monitor.

Manufacturer narrative:
Device eval of battery pack sn (B)(4) has been completed. The reported problem (won't power monitor) has been confirmed. Upon investigation the battery pack was unable to recharge or power up a monitor. The battery cells were excessively discharged. Additionally, liquid contamination was found within the battery pack. The root cause for the excessive discharge was isolated to pt error, as the battery was used for more than 36 hours without being recharged. The root cause for the liquid contamination could not be positively identified. No adverse event resulted from the defective battery pack.